Event description:
It was reported that during total knee arthroplasty procedures, about eight surgiphor bottles cracked in the last few weeks when squeezed during application, the cap detached and the physician has put thumb through more than one bottle of surgiphor during the cases. There were no patient/user injury.

Manufacturer narrative:
It was reported that the surgiphor bottle cracked when squeezed during use. There were no patient/user injury. No photos or samples were received for investigation; therefore, the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Note, the date of event (04-nov-2025) is considered to be a best estimate. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) this MDR represents the surgiphor bottle (device #8). Additional mdrs were submitted to represent the surgiphor bottles (device #1 to device #7). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.